Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on was locked properly during visual inspection. However, device received with corroded electronic assemblies. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the numbers ramping or was the scroll bar moving up or down with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.